Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-155mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly. Customer was unable to confirm when the test strips were first opened. Reviewed meter memory: (B)(6). Customer obtained 404mg/dl fasting in the morning, customer denies having any hyperglycemic symptoms. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-155mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly. Customer was unable to confirm when the test strips were first opened. Reviewed meter memory: 1:243mg/dl, (B)(6) 2015, 06:20:00 am, fasting: yes; 2:304mg/dl, (B)(6) 2015, 09:37:00 am, fasting: no; 3:404mg/dl, (B)(6) 2015, 07:45:00 am, fasting: yes; 4:164mg/dl, (B)(6) 2015, 01:00:00 am, fasting: no; 5:226mg/dl, (B)(6) 2015, 09:53:00 am, fasting: no. Customer obtained 404mg/dl fasting in the morning, customer denies having any hyperglycemic symptoms. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.